Manufacturer narrative:
(B)(4). The product will not return,customer declined the meter replacement. Customer is satisfied with the meter. Control solutions is supplied. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the five results obtained. The customer's expected fasting blood glucose test result range is 90 to 114mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/23/2017 and open vial date is within the month of (B)(6). The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with all the 5 results provided from the meter's memory the customer is concerned with the high result she got on the meter. The customer is not having any symptoms regarding high sugar at this time. The code chip matches the test strip. She tested the meter against the true result meter and the true metrix read higher. She said the tests were done about 2 minutes apart and she is concerned with the variance. The customer was advised to test the meter against the lab only and it should not vary more than 20%. The test has to be done within hour of each other in order to be deemed accurate. The customer is still not satisfied with the high result. The customer takes insulin to manage her diabetes. Customer was unable to perform the back to back blood test due to storage. The customer will move the products from the kitchen and she has new strips she will use. Customer declined any replacements.